Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation under rear of the device. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's doctor prescribed the patient pepcid and to take off the device to allow the skin to breathe. The patient's irritation improved.